Manufacturer narrative:
(B) (4). A visual inspection of the incident device revealed no damage. The jaws were not stuck shut but appear to have been cleaned before returning the device for evaluation. When latched closed, the jaws aligned properly to each other and opened and closed without issue. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that after sealing, the device would no longer open. The surgeon pulled the device off, causing the tissue to tear. There was no injury to the patient.